Event description:
It was reported that the patient was implanted with an eterna scs system on (B)(6) 2023 and passed away on (B)(6) 2023 due to cardiac arrest.

Manufacturer narrative:
It was reported to abbott a patient passed away approximately one month after being implanted with an eterna scs system. The patient had a cardiac arrest. No additional information was provided. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.